Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:a review of the pump black box data indicated no evidence of a temperature issue or unusual fluctuations in voltage. During testing, the pump powered on properly with appropriate audible tones and vibration. The rewind, load, and prime steps were completed successfully. The pump was tested with an external power supply, and all load currents measured within specifications. No overheating was duplicated. The pump case was removed and no evidence of moisture ingress or loose components was found.